Event description:
It was reported that approximately 44 months after a right total knee replacement procedure, the patient underwent a revision procedure to address loosening and osteolysis. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
1038671-2022-01135 d10: 02-010-03-0330 - logic cr femoral cem, right, sz 3 - 5370519 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t - 5259104 02-012-47-3009 - logic cr tib insert std, sz 3, 9mm - 2110580 multiple MDR reports were filed for this event, please see associated reports: 1038671-2022-01135. The reason for the revision reported cannot be confirmed from the information provided but may be the result of tibial loosening, prosthesis wear, and patellar loosening. Or due to inclusion of the polyethylene in the packaging recall. Additionally, a contributing factor to the reported wear may have been the result of being packaged in a non-conforming vacuum bag for more than five years. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. . If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.